Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Manufacturer narrative:
One cardiomems i3 power supply with box was returned for investigation. External visual inspection of returned material revealed exposed/frayed wires to the power supply. The field reported event of frayed wires was confirmed.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord. The patient electronic unit. Power supply and power cord were replaced and there were no adverse consequences reported by the patient.